Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, analysis of the device memory indicated the right ventricular lead integrity alert was triggered, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
The patients right ventricular (rv) lead exhibited high thresholds, no capture at full output, high impedance, and noise. A lead fracture was confirmed via testing/troubleshooting. The lead was reprogrammed and has now been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.